Manufacturer narrative:
The investigation stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had a patient on impella cp support along with extra corporeal membrane oxygenation for 5 days when the patient suffered a cerebrovascular accident (cva) and expired. The cva was hemorrhagic in nature. The patient had cardiac arrest outside the hospital and the cause of the cerebral hemorrhage was unknown because the cerebral hemorrhage was widespread. Therefore, it was determined that the death was not related to the impella.